Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Inline offset impactor broke, shaft was wobbly. I noticed when removing from the robot after being used. Shaft was easily able to be unscrewed, and came all the way off and metal shavings fell out. Tha4.1.

Manufacturer narrative:
An event regarding thread damage involving a mako impactors was reported. The event was confirmed. Method & results: product evaluation and results: functional verification confirmed the event. Device thread attachment damaged causing device to not function. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.